Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. The customer received a result of 172mg/dl last friday morning-fasting, and later 373mg/dl-fasting: which is higher than he ever received on the meter. The customer also received a high result last night before dinner 335mg/dl. Performed back to back blood test, 258mg/dl and 261mg/dl. Normal fasting result is 120mg/dl and two hours after meals his blood result range is below 180mg/dl. Reviewed meter memory (time and date incorrect): (B)(6). Based on parkes error grid analysis, the bias between the highest result in memory (385) and the lowest normal result (120) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of high blood results. The customer received a result of 172 mg/dl last (B)(6) morning-fasting, and later 373 mg/dl fasting: which is higher than he ever received on the meter. The customer also received a high result last night before dinner 335 mg/dl. Performed back to back blood test, 258 mg/dl and 261 mg/dl. Normal fasting result is 120 mg/dl and two hours after meals his blood result range is below 180 mg/dl. Reviewed meter memory (time and date incorrect). Based on parkes error grid analysis, the bias between the highest result in memory (385) and the lowest normal result (120) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.